Event description:
It was reported that this right atrial (ra) lead had an out of range pace impedance measurement, that was greater than 3000 ohms. Noise was also present on electrograms (egm), with movement, causing inappropriate mode switching. The lead was removed with a laser lead and replaced. It was believed that the lead breakdown was due to a clavicular crush, as it was implanted with a medial stick. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.